Manufacturer narrative:
Other relevant device(s) are: product ID: (B)(4), serial/lot #: (B)(6), ubd: 08-dec-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an implanted neurostimulation system was associated with intermittent shocking at the cervical area where the lead was implanted. Impedance checks were performed and were reported as normal. The implantable pulse generator was removed, but the cervical surgical lead could not be removed due to risk of injury. During surgery, it was reported that partial insulation around the lead was off and wires were exposed, and the surgeon could not be completely sure whether this occurred during the attempted explant of the lead. No injury was reported. It was unknown if the issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.